Manufacturer narrative:
H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that catheter sheared when pulled back onto device after advancing catheter wings. Patient underwent surgery to remove sheared catheter. Additional information received 7/14/2023: customer reports that the break was discovered when scanning the patient's arm. X-ray and ultrasound were used to confirm catheter piece remained in the patient. Patient complained of pain at the site. Another powerglide midline was placed in the other arm, and they had to stop other meds to give the med they needed give. Catheter piece was successfully removed via surgery at bedside. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged midline catheter was confirmed. The product returned for evaluation was 22ga x 8cm powerglide pro midline catheter. Usage residues were observed throughout the sample. The catheter terminated approximately 3.5cm from the molded joint. Microscopic inspection of the break surface revealed a partially glossy and partially granular fracture surface. A longitudinally aligned scoring mark was observed on the inside surface of the catheter shaft leading into the fracture site. The fracture features were consistent with damage caused by contact between the catheter shaft and the tip of the introducer needle. Such damage can occur if the catheter is withdrawn onto the needle shaft and if the needle is re-inserted into the catheter following catheter advancement.

Event description:
It was reported by the customer that catheter sheared when pulled back onto device after advancing catheter wings. Patient underwent surgery to remove sheared catheter. Additional information received 7/14/2023: customer reports that the break was discovered when scanning the patient's arm. X-ray and ultrasound were used to confirm catheter piece remained in the patient. Patient complained of pain at the site. Another powerglide midline was placed in the other arm, and they had to stop other meds to give the med they needed give. Catheter piece was successfully removed via surgery at bedside. No other information provided.